Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Suppressed the plunger, but the tube disconnected from the top - when it disconnected, she heard the air escape from bottle top. It was verified the patient's catheter was connected to the drainage line when disconnection occurred. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001363489 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. During our review it was identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that this failure was likely due to the manufacturing equipment. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Event description:
Suppressed the plunger, but the tube disconnected from the top - when it disconnected, she heard the air escape from bottle top. It was verified the patient's catheter was connected to the drainage line when disconnection occurred. No patient harm.